Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with an acute anterior wall myocardial infarction from a 95% stenosed de novo lesion in the left anterior descending coronary artery. A xience prime stent was implanted in the lesion followed by post-dilatation with a non-compliant balloon with a good result. Patient was stable and was transferred to the intensive care unit. Sometime later, the patient felt discomfort and was taken back to the cath lab. Angiography was not performed and the patient may have experienced a vessel perforation. CPR was provided but the patient could not be revived due to a cardiac arrhythmia and expired. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, death, myocardial infarction and arrhythmia are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: event description. H6: patient codes: 2001 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: after the index procedure, the patient may have experienced a myocardial infarction, followed by a myocardial rupture. A perforation did not occur. Once in the cath lab, a temporary pacer was placed and cardio-pulmonary resuscitation (CPR) performed. No additional treatment was provided as the patient expired. No additional information was provided.